Event description:
It was reported that the motor was not turning. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. The tamper seals were removed or broken. Left, right and top case were broken and the bottom case was cracked. Motor not running was observed in the event history log. Motor not running appeared at the beginning of occlusion test. The root cause of the reported issue was found to be leadscrew nut was too tight. The technician gauged leadscrew nut, replaced motor assembly, worm gear, leadscrew and clutch halves for preventive due to normal wear. Performed occlusion test and all functional tests which passed.